Manufacturer narrative:
Maquet cardiopulmonary has initiated this complaint investigation to address the reported issue of the low flow in the sys. In addition, two separate complaint investigations have been initiated to evaluate the reported issues of clotting and the pressure rise. The product in question was requested for eval. A supplemental report will be provided when new info becomes available.

Event description:
It was reported that the pediatric quadrox was briefly clamped to assess the weaning of the pt. Upon reinitiation of flow it was reported that the oxygenator flow was substantially lower and pressures were higher. Oxygenator was continued to be used and eventually resolved to more normal flows/pressures. The reported concern was that even during a brief clamp out, the oxygenator seemed to clot. This was a longer run with a pt that was on cvvh. There was a sudden increase in the transmembrane pressure greater than 100mmhg and loss of forward flow to the pt. The issue resolved on its own. No consequences to the pt were reported. (B)(4).